Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit set screw issues. Intermittent noise was observed on this right atrial (ra) lead. The field representative stated a possible atrial lead revision would be performed soon. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).